Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the two returned used sensors and performed visual inspection to one random sensor and found needle bent inside sensor base. Unable to confirm customer complaint for packaging due to sensor being opened/used. In summary, the customer complaint for needle hard to remove was confirmed. The sensor was already opened or used when we received it for testing, it is impossible to determine when or how this happened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that the plastic layer was detached from the sensor when removed from packaging and needle would not retract. The customer reported no adverse event. The event involved product(s) mmt-7040b. Troubleshooting was performed and the customer reported packaging issue that was not sealed properly, misshaped, or sterile packaging not intact. It was also confirmed that the introducer needle was hard to remove. No harm requiring medical interventions were reported. The customer will discontinue the use of the sensor. Product return is required for mmt-7040b.